Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify can you identify the product code and lot number of the product involved? Is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? The product broke while in a patient. I do not know the lot number or product code. The product is not available for return as I do not have the broken product. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the sales rep that the suture broke at connection portion and it happen a month ago. There were no patient adverse event. Product return is unknown. Additional information was requested.